Event description:
It was reported via remote transmission that non-sustained lead noise due to intermittent oversensing on the ventricular sense amp channel was observed. Low level signal was noted on the sense amp channel. The physician elected not to make any programming changes. The patient will continue to be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.